Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2004351. Medical device expiration date: 2025-03-31. Device manufacture date: 2020-04-07. Medical device lot #: 2004354. Medical device expiration date: 2025-03-31. Device manufacture date: 2020-04-21. . Medical device lot #: 2005350. Medical device expiration date: 2025-04-30. Device manufacture date: 2020-05-05. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe non sterile 50ml ll leaked on 8 occasions, the plunger rod was broken 11 occasions, and was otherwise damaged on 2 occasions. The following information was provided by the initial reporter: 6 syringes with leakage past the plunger, 5 syringes with breakage of the plunger (at rubber end cap in the syringe), 2 syringes with broken plunger at the end, 2 syringes with bent syringe/ deformed cone, 2 syringes with leakage past the plunger, 2 syringes with breakage of the plunger (at rubber end cap in the syringe), 2 syringes with rupture of plunger (at thumb rest), 2 syringes with damage on rubber end stopper.

Event description:
It was reported that syringe non sterile 50ml ll leaked on 8 occasions, the plunger rod was broken 11 occasions, and was otherwise damaged on 2 occasions. The following information was provided by the initial reporter: 6 syringes with leakage past the plunger, 5 syringes with breakage of the plunger (at rubber end cap in the syringe), 2 syringes with broken plunger at the end, 2 syringes with bent syringe/ deformed cone, 2 syringes with leakage past the plunger, 2 syringes with breakage of the plunger (at rubber end cap in the syringe), 2 syringes with rupture of plunger (at thumb rest), 2 syringes with damage on rubber end stopper.

Manufacturer narrative:
H6: investigation summary: several physical samples along with photos were received for evaluation by our quality team. After visual inspection of all product, multiple defects were observed; six syringes were observed to have a leakage past the stopper with three of the barrels noted to be damaged, seven syringes were noted to have damage where the stopper is assembled, two were noted to have a damaged thumb press, two syringes had the stopper improperly assembled with no other visible defects, one syringe had a damaged tip, and two syringes are noted to be bent. A device history review was performed for the reported lots 2004351, 2004354, and 2005350, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the observed defects, however, there was an incident report related to jammed pieces during production of lot 2004351 that may have contributed to some of the reported/observed defects. As there were multiple defects observed, the failures and causes are further outlined below: damaged barrel/thumb press: the areas where pieces move within the manufacturing area are protected to avoid damage on the product. All molding parameters were reviewed and verified machines were operating under the correct limits. While no direct issues related to damaged product were identified, this incident is likely related to the product jamming within the manufacturing equipment. Leakage past stopper: six syringes from lot 2004351 were observed to have liquid past the stopper ribs, with damage also observed on the syringe barrels. Leakage testing is performed throughout manufacturing. The returned samples underwent these same tests and met required specifications. It was noted that where the barrel was damaged, the stopper does not properly seal when moving across the damaged point, leading to the leak that was observed. It was determined the damage was likely related to the jammed product that created machine stops during manufacturing of lot 2004351. Stopper separation from plunger: there was no damaged observed on the plunger rod or other components that could have contributed to the stoppers being improperly assembled. The assembly machine has a vision system to detect for missing or improperly assembled stoppers, rejecting any product identified. There were no incidents documented related to any failures with the detection system. While we cannot identify a direct issue, this issue was determined to have occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly. Bent syringe: this product is manufactured in bulk and stored in bags. If the bags or closed too tightly or product is stored under pressure, this can cause deformities on the device as seen in the bent syringes. Tip deformed: this sample was verified to be from lot 2004351. During the assembly process, a failure was detected in the assembly machine related to jammed product. It was determined this incident was likely related to the failure that occurred during manufacturing, creating the damage in the tip observed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedure. Manufacturing personnel have been notified of these incidents to increase awareness. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.